Event description:
The neotrend-l sensor would not advance completely into a 5.0 fr vac. It stopped moving forward after a small distance. Blood then backed up intp the sensor and into the connector of the pt data module. The sensor has been returned to the MFR for investigation. No report of any injury or harm to the pt has been received.